Manufacturer narrative:
Although requested, product has not been received, and no patient details: dob, age, gender; weight; or diagnosis were available. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The propofol (thought to be a 1000 mg/100 ml bottle) was programmed to infuse 90 ml, the nurse found 20 ml remaining in the bottle when a vtbi of zero was expected. The set and devices were sequestered for investigation. It is thought that the infusion was via a primary line (tbd). No known harm to the patient.

Manufacturer narrative:
Correction on initial report: the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2019-01279 for MDR reporting.

Event description:
The propofol (thought to be a 1000 mg/100 ml bottle) was programmed to infuse 90 ml, the nurse found 20 ml remaining in the bottle when a vtbi of zero was expected. No known harm to the patient was reported. The set and devices were sent to biomed for evaluation. The biomed tested the equipment and the pumps passed all performance assurance tests. The air eliminating filter vent on the set was visibly discolored. Biomed testing identified clear evidence of a vacuum inside of the event set during the rate accuracy tests. The drip rate was slower than the programmed rate. Only the event set will be returned for investigation.